Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 135mg/dl. Troubleshooting was performed, and the drive support cap was sticking out, but the customer did push it back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.